Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic proctectomy, while on the first firing (rectum resection) the devices (handle and reload) were used. The surgeon was not able to fire the device despite articulating the jaws, pushing the green button, and trying firing for the second time. A new device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during laparoscopic proctectomy. While on the first firing (rectum resection) the devices (handle and reload) were used. The surgeon was not able to fire the device despite articulating the jaws, pushing the green button, and trying firing for the second time. A new device was used to complete the procedure. The patient had no injury. No further information is currently available.